Event description:
It was reported that the pump exhibited a lcd issue and error 1870. The event occurred during testing/bench test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the case damage; the tamper seal was intact. The reported problem was duplicated/verified during functional testing. The device was unable to function due to an error 1870 on the pump display. The cause of the issue was related to a faulty motor. For corrective action, the faulty motor was replaced as recommended. The root cause was unknown. The product is beyond 2 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400.

Manufacturer narrative:
Device manufacturing date: 26-feb-2020.